Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high out of range pace measurements greater than 2000 ohms and high pacing thresholds. The reason for the high impedance measurements was not conclusively determined but the physician stated that it may be physiological. There were no additional adverse patient effects.